Event description:
It was reported that the patient went in for a lead revision for both leads on (B)(6) 2013 due to high impedances. It was noted that the leads were replaced. It was further noted that the patient was programmed post-op. It was noted that all impedances were in normal range and that the patient is doing ¿fabulous.¿ it was noted that the manufacturing representative believed a possible fall caused the high impedance.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).